Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the entire system was removed due to an infected pocket.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the pocket was red and oozing pus prior to explant